Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 27oct2020.

Event description:
It was reported that the ventilator had a strange noise. Additional information about the event has been requested. There was no patient involvement.

Manufacturer narrative:
G4: 17nov2020. B4: 19nov2020. It was reported that the issue occurred during testing. The service engineer (se) inspected the device and found the noise coming from the blower. The blower was replace to address the reported issue. The unit was checked overall, run in tested, cleaned, functionally tested and no abnormality was confirmed. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.